Event description:
Account stated they were getting erratic ise results and gave two pt potassium results as examples. Sample 1 initially 7.3 mmol/l repeated as 5.9 mmol/l. Sample 2 initially 5.9 mmol/l repeated as 4.7 mmol/l. The account did not report any adverse events caused by the incorrect results. The field service rep found the sipper syringe was loose and repaired the instrument.